Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a kinked electrode array. This is believed to have occurred during surgery. The visual inspection revealed a kinked electrode array. This anomaly is believed to have occurred due to the handling process. No corrective action is indicated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced ossification during initial implant surgery. The device left the or. The recipient was unable to be implanted. The recipient healed.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.